Event description:
Reportedly, no rgm displayed in the rms report.

Manufacturer narrative:
Analysis of the data confirmed the reported issue : on the rms report dated 13 march 2024: no real time egm displayed since last in clinic follow-up, more than 255 rms reports were performed. Due to a software bug, starting from the 256th report since last in-clinic follow-up, real time egm is not displayed anymore in rms report. The realtime egm will be available at the next in-clinic follow-up a correction of this software issue is currently being contemplated in order to prevent the recurrence of such behavior.

Event description:
Reportedly, no rgm displayed in the rms report.